Manufacturer narrative:
The returned valve was returned with catheter pn 91503 and pn 27536 attached to the inlet and outlet connectors with a suture. When the valve was returned the performance level setting read below 0.5. The laboratory personnel were able to adjust the pressure level to 0.5 up to 2.5 and then back down to 0.5. The valve met the requirements for patency, valve flux, leak, preimplantation, and reflux testing. However, it did not meet the requirements pressure-flow. There was proteinaceous debris noted in the interior and exterior of the device. Debris within the valve may hold pressure-flow controlling mechanisms open affecting the flow of fluid through the valve. The instructions for use that accompanies the device cautions that ¿shunt obstruction may occur in any of the components of the shunt system. The system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization, or other debris¿. All valves are 100% tested at the time of manufacture. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that ventriculoperitoneal (vp) shunt was used and shunt system might be occluded. The defective product was removed, and another new product was implanted. The product had contact with the patient. The product was not damaged. There were no reports of patient injury in association with this event.